Event description:
"Cpi" received info that during the replacement procedure of an implantable cardiac defibrillator, the physician elected to remove the pt's epicardial leads from svc because of oversensing. The implantable cardiac defibrillator and leads were replaced with medtronic devices. Unknown if leads were explanted or capped and remain implanted.